Event description:
The fe reported that the system would not power up (no boot). This resulted in a total loss of imagining functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was evaluated and replaced. The system was tested and found to be working as intended and returned to service.